Event description:
It was reported that during a low anterior resection, the device could not be removed after firing. It was completed by additional resection to remove the device. There was no adverse consequence to the pt.